Manufacturer narrative:
The device has been investigated and repaired by service. Technician. Defective optical tacho board has was found. According to service report #(B)(4) following work has been performed: -replacement of optical tacho board -adjustment of speed -functional and long term tests done -cleaning thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Feb. 23, 2016 12:14 pm (gmt-5:00) added by (B)(6): (B)(4). A supplemental medwatch will be submitted if additional information becomes available.

Event description:
Feb. 23, 2016 12:07 pm (gmt-5:00) added by (B)(6): it was reported that during maintenance/ service of the device a "head" error on the twin pump module of hl20 occurred. No patient involvement. (B)(4).